Event description:
It was reported that there was an over infusion events occurred in 7 west surgical intensive care unit of the facility which happened a year ago . Allegedly, the IV fluid was delivered faster than expected. This was reported to manufacturer representative during site visit. There was patient involvement, but the outcome is unknown. Although requested, no further information was known by the customer. No devices will be returned for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.